Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
A tibial provisional was returned as worn and in need of replacement. The instrument was also noted to be cracked. There was no reported patient involvement.

Manufacturer narrative:
The complaint is confirmed as the returned instrument exhibits signs of repeated use and is fractured on medial side of post. DHR was reviewed and no discrepancies were found. The root cause is considered to be a design issue that was previously investigated through the CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.